Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-18 (B)(4), e1a (hcp, rep): on 2016-05-20, information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (2,000 mcg/ml) at 1 ,030 mcg/day (lot number was unable to be obtained). Indications for pump use included intractable spasticity. Medical history and concomitant medications were unable to be obtained. On an unspecified date, the patient experienced some increased tone. On (B)(6) 2016, the pump logs stated that the daily dose was 1,074.9 mcg/day via a flexible dosing pattern. On (B)(6) 2016, a dye study was attempted as part of routine yearly monitoring by the physician for patient's whose daily dose exceeds 1,000 mcg/day. The physician attempted to aspirate the catheter access port (cap) several times. The physician was able to access the cap and held the syringe with negative pressure (plunger back) for several minutes, but no more than a flash of fluid was seen; they were not able to aspirate the 1-2 ml from the catheter, the dye portion of the procedure was cancelled, and a surgical consult was given. As of 2016-05-20, the issue was not resolved, the patient's status was reported as "alive - no injury," the cause of the inability to aspirate the catheter had not been determined, the patient was sent for a surgical consult, and the catheter was to be replaced if the patient's family chose to move forward.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the initial reporter was a radiologist and was the technician in the procedure. The onset date of the patient's increased tone was unknown. The pump settings for the drug infusing at the time that the increased tone was first noted was unknown. The intervention was done as a new routine catheter check. This is a new yearly procedure done for all patients. While this was a routine check, it was also noted that the family said they felt some increased tone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.